Event description:
The end user reported that she sought medical attention on (B)(6) 2016 at 12:00 pm after receiving a low reading from her prodigy diabetes glucose meter. The end user stated that she was unconscious and the paramedics were called. The paramedics performed a blood glucose test with their meter and received a reading of 40 mg/dl. The paramedics administered IV fluids and the end user was transported to the ER and upon arrival her blood glucose was 90 mg/dl. She was admitted to the hospital and received additional IV fluids to assist with stabilizing her blood glucose levels. The end user remained hospitalized and no further information was provided.